Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: adjacent segment disease procedure: fusion was extended to th10 from l1-l5 fusion levels implanted: t10-l5 it was reported that post-operatively, axial connectors got backed-out around l1 level. The product came in contact with the patient. Patient was scheduled to undergo a revision surgery on (B)(6) 2016.

Manufacturer narrative:
Image review: submitted pictures of complaint product appear to display axial witness marks consistent with cyclic movement of rod. Connector threads appear to be undamaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: microscopic examination of the break-off set screw identified ¿starburst¿ witness marks on the face of the set screw, consistent with screw back out. Significant damage noted on the face and thread of the break-off set screw and the exterior of the axial connectors, consistent with cyclic rod movement. Microscopic examination of the ID of the open side of the connector identified atypical wear with full seating of rod. Unable to determine root cause due to damage to set screw and rod connector.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The revision surgery was again postponed and was performed on (B)(6) 2016. The device was replaced with new one and the construct was reinforced.